Event description:
The customer reported via phone call that they had a compromised force sensor system on the insulin pump. Customer's blood glucose was 202 mg/dl at the time of the incident. Customer stated that they went to prime the pump and the alarm occurred. Customer stated that the drive support cap was protruded. Customer did not press the cap while connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer did not want to return the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.